Event description:
Customer reported via phone call that their blood glucose reading is low. Customer states that they had to treat with food. Customer states that at one point his blood glucose readings were as low as 29 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.